Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
New information provided on 02/12/2015, device was locked on patient tissue. Device was slid off tissue, no unanticipated bleeding noted in relation to device removal.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened after the sealing process was completed. It is unknown if the device was still applied to patient tissue when it would not reopen, and if so, how it was removed from the tissue. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The device was returned clean with no tissue in the jaws. The jaws opened and closed normally using the handle. The investigation found the device to function normally and within specifications.